Event description:
Camino bolt icp monitor placed. Pt went to or next day for emergent porta-caval shunt. Icp elevation briefly during procedure. Post-op icp readings in 11-15 range and waveforms slightly dampened but assessed by 2 experienced nurses as ok. Early am 4/27 pupils became unequal followed by seizure. Stat CT head done and discovered icp monitor had apparently migrated or been pulled out of position. Repositioned with icp reading of 67. Pt went on to brain death and life support withdrawn. Pt would have died anyway of underlying disease. Need markings on cath or alarm that indicates when cath displaced.